Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was not verified. Inspected the pump and performed functional tests and the pump passed all testing. Further investigation of the pump determined that the device was function properly and had no issue with blockage or air in line. Therefore, no problem found with the customer's reported problem.

Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump for a life sustaining infusion, it was noted that the pump had air that had collected at the top of the cartridge. No patient consequences were reported. No adverse effects were reported.